Event description:
The customer reported a 10 ml puddle of greenish fluid on the counter behind and below the lh 500 hematology analyzer. The customer was unable to locate the source of the leak and had requested for service. The customer was wearing personal protective equipment consisting of lab coat, gloves and glasses and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found a leak at pinch valve 43 (pv43) and replaced the tubing. No further leak was observed and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).